Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited loss of capture due to microdislodgement. The lead could not be repositioned; therefore, the lead was explanted and a new lead was implanted.